Event description:
The pt underwent a primary surgery for zygomatic bone fracture in 2007. Five months later, all of the implants were extracted since the bone fused. During this surgery, it was found that a screw had backed out a little and also broke in two pieces.